Event description:
The loose left total knee arthroplasty (ltka) required revision. In 2/20/94, the pt was taken to emergency ctr in extreme pain after his device loosened suddenly while walking. Neither fracture nor dislocation was seen in his x-rays, but osteopenia (reduced bone mass) and inflammation of the joint were diagnosed. He also complained of recurrent swelling, grinding, locking, and a feeling of instability in the left knee. During revision surgery on 3/11/94, the dr made these observations: 1) there was black and gray staining of the synovial membrane. This suggested metal to metal wear. 2) there was severe softening of the intact left knee bones; the medial femoral condyle and the medial tibial plateau. 3) there was a chronic loss of the anterior cruciate ligament. 4) the tibial pet insert was significantly worn. 5) the metal tibial and femoral component were loose at the cementbone interface. 6) there were polyethylene (pet) and bone cement fragments in the joint. Visual examination of the explanted components on 3/22/94, revealed an unevenly worn tibial (pet) liner. It had a hole worn through on the side where the metal femoral component slides. The surface of the femoral component had a dull area where it contacted the tibial liner at the worn spot. This dull area is not symmetrical: it starts about 0.25 cm wide mid-tip of the posterior end and widens to about 1.75 cm towards the center and veers antero-laterally (to the outside end of the knee.) The tibial tray was intact, with a shiny, worn spot corresponding to where there was contact with the femoral component through the worn out patch in the pet liner.